Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal, 1 gram daily for 23 days) and amikacin (intraperitoneal, 300 mg daily for 23 days). Dianeal therapies were ongoing. Two days prior to the receipt of this report, the patient recovered from the event and was discharged from the hospital. No additional information is available.